Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too high and the patient developed chest pain. An aortagram revealed a right coronary artery occlusion. A balloon aortic valvuloplasty (bav) was used, instead of a snare, to reposition the valve into the ascending aorta and above the right coronary artery to regain perfusion. The patient stabilized and a second valve was deployed without issue. No further adverse patient effects were reported.